Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
A2, a4, a5 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp after coding in the intensive care unit. The impella cp was implanted via the right femoral artery without complications; support was initiated and the patient stabilized. On support day 2, the patient experienced a few hypotensive events during impella cp support and required an increase in pressors. Additionally, the purge solution was changed to bicarbonate and heparin was withheld. The patient was transfused with 7 units of packed red blood cells due to cardiotomy bleeding post cardiopulmonary resuscitation following cardiac arrest the previous day, prior to impella use. Of note, there was no bleeding or oozing from the impella access site, and the impella was noted to have good flows. On support day 3, heparin continued to be withheld due to cardiotomy and surgical site bleeding. The patient was noted to have improved hemodynamically and was being weaned from pressor and impella support. Additional blood products were administered overnight and throughout the morning. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.